Event description:
Customer reported the accutorr v monitor froze, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the unit's cpu board. Unit was calibrated and safety tested to factory's specifications.